Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, g.1, h.6.

Event description:
Additionally, healthcare professional reported right side capsular contracture, baker grade iii. Device was explanted.